Event description:
The pt reported that since the fall of 2006 she has experienced at least 10 infusion set tubings separating at the luer lock. She reported that sometimes her blood glucose will elevate to 280-300 mg/dl and she will feel nauseous and have a stomach ache. She reported that she will immediately change her infusion set and bolus to reduce her elevated blood glucose values. She reported that the separation occurs when she drops her infusion device or snags the tubing on something. The pt did not retain the infusion set tubing therefore no product will be returned for evaluation. The pt did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.